Manufacturer narrative:
(B)(4). Investigation results: a wallstent enteral stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed and the outer sheath was damaged. Additionally, the stent cup was crumpled and that the stent wires were kinked and crossed. During the product analysis, the investigator was able to deploy the stent. However, the accordioning of the outer sheath just proximal to the stent would likely prevent or impede stent deployment. The uncrossed stent wires and crumpled stent cup could also contribute to difficulty deploying. The damage identified is consistent with the application of excessive force being applied to the delivery system. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was not consistent with the complaint incident as the stent was received partially deployed. The noted damage to the returned device were consistent with excessive force being applied during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation on june 2, 2016 that a wallstent enteral uncovered stent was to be used to treat an ileus in the duodenum during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not dilated prior to stent placement. According to the complainant, during the procedure, the stent failed to deploy and the procedure was completed with another wallstent enteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the stent was partially deployed and that the stent wires were kinked and uncrossed.